Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by a field clinical specialist (fcs), approximately 1 year and 4 months post implant of a 23mm sapien 3 valve in the aortic position, the patient required a valve in valve (viv) due to paravalvular leak (pvl). According to the team the initial sapien 3 ultra valve was undersized and placed extremely high, which lead to pvl. The team implanted a 26mm inside it which resolved the pvl. The procedure went well with no complication.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. Correction to d6b: remove explant date as valve was not explanted. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3u and no IFU/training deficiencies were identified. The complaint was unable to be confirmed as no medical record or relevant imagery were provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, "approximately 1 year and 4 months post implant of a 23mm sapien 3 valve in the aortic position, the patient required a valve in valve (viv) due to paravalvular leak (pvl). According to the team the initial sapien 3 ultra valve was undersized and placed extremely high, which lead to pvl. The team implanted a 26mm inside it which resolved the pvl". The undersized valve could lead to improper seal against the target site (native annulus) resulting in paravalvular leak. Per IFU, "risks associated with undersizing and oversizing should be considered to minimize the risk of paravalvular leak, migration, and/or annular rupture". In addition, the valve was deployed too high or too aortic, which could also create a improper seal against the target site (native annulus) resulting paravalvular leak. As such, available information suggests that procedure factors (undersized valve, valve deployed too aortic) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.